Manufacturer narrative:
Reviewed the following and found a change in coding. H6. Health effect - clinical code from "perforation of vessels (e0511)" to "no clinical signs, symptoms or conditions (e2403)". Clinical assessment: a 75-year-old male with acute myocardial infarction complicated by cardiogenic shock and ECMO support underwent an attempted impella cp smartassist insertion. Due to a dissecting aortic aneurysm, ECMO flow expanded the false lumen, and the guidewire could not be advanced into the true lumen. The guidewire used was from another manufacturer (non-abiomed). No impella catheter was introduced into the patient, and no other abiomed product entered the body. The attempt was abandoned, and the patient was managed with ECMO alone. As the impella device was never inserted and no abiomed product was used intravascularly, this event is not related to an abiomed device and there is no patient injury attributable to our product. Engineering assessment: the report of aortic aneurism does not allege any connection to impella device as it appeared concomittant to the attempted placement of the device and was the root cause for not being able to advance the non-abiomed guidewire. Therefore, updated: section b. From field"b1. Is adverse event" to checking "b1. Is product problem". H1. Type of reportable event processed from "serious injury" to "malfunction".

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and aortic aneurysm preventing successful delivery of impella. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. E4 added selection as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 75 yr old male was implanted with impella cp for support during high-risk cardiac procedure. It was reported that after extracorporeal cardiopulmonary resuscitation and clinical and professional skills assessment. Insertion was attempted, but due to a concomitant dissecting aortic aneurysm, the false lumen expanded due to extracorporeal membrane oxygenation blood flow, preventing the wire from entering the true lumen. Insertion was abandoned.